Manufacturer narrative:
Eval: method- the device history and sterilization records were reviewed. Results- review of the DHR found nonconformances related to the product lot. The individual affected devices were removed or reworked, and all devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR reports: 1627487-2013-02126, 1627487-2013-02127 and 1627487-2013-02128. It was reported the patient had a low grade fever and redness at his lumbar incision for approx. One week. Allegedly, the pt¿s lead incision also had been bleeding slowly for the past week. The physician took the patient to surgery on (B)(6) 2013 and cleaned out the lead incision site. Cultures were taken and the patient was treated with antibiotics. No devices were explanted and the patient reported good stimulation coverage. No further info is available at this time.